Manufacturer narrative:
Investigation is ongoing. A follow-up report will be filed upon the completion of the investigation. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples, as results were not reported out. The customer issue has been alleged on the cobas sars-cov-2 qualitative test for use on the cobas 5800/6800/8800 systems ce-ivd, catalog number 09448870190 and UDI (B)(4) which is not yet available in the us. The similar assay currently available in the us under emergency use authorization is the cobas sars-cov-2 test for use on the cobas 6800-8800 system (eua(B)(4) , product code: qjr). The product catalog number for the test (480t) is 09343733190 and the UDI is (B)(4) . (B)(4).

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer alleged discrepant results for 3 patient samples when using the cobas sars-cov-2 & influenza a/b qualitative nucleic acid test for use on the cobas 5800/6800/8800 system. Each of the 3 samples was initially tested on the cobas 6800. Sample 1 and 2 generated positive results for target 1 (sars-cov-2), and target 2 (pan-sarbecovirus). Sample 3 generated a negative result for target 1 (sars-cov-2) and a positive result for target 2 (pan-sarbecovirus). The same 3 samples were repeated on two different platforms (magnapure 96 e z480 tibmolbiol test and m10 relab) and the results were negative. The positive results were not released.  No harm has been reported to date. Per FDA guidance for eua, a batch MDR is being submitted to represent all alleged samples.

Manufacturer narrative:
There is no product problem or systemic issue identified and the product is working as intended. The differences observed are likely due to sample-specific factors such as collection, handling, or storage of the samples. Differences in technology between the two platforms and the c6800 may account for the positive versus negative results. Additionally, as the CT values are late, they are meeting the lod criteria for the c6800. Late CT values possibly indicate a low viral presence. It also must be taken into account that sample handling may have introduced some contamination into the initial testing of the samples. It cannot be ruled out. The investigation into the kit determined that there is no product problem that would have contributed to the customer's allegation.